Event description:
Bed siderail would not latch in the up position. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review, it was determined that is a reportable event for siderail not latching. Siderail assembly was cleaned and lubricated, which resolved the problem.